Event description:
The customer reported that during an lld test on summit sample handler, the instrument failed to pick up reagent properly and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.